Manufacturer narrative:
The device was not returned for evaluation; however, the reported event could be confirmed as the surgeon provided the patient's CT scan that showed ankylosis around the joints. H3 other text : device implanted.

Event description:
It was reported that the patients right tmj devices are going to be removed due to heterotopic bone and limited mouth opening.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patients right tmj devices are going to be removed due to heterotopic bone and limited mouth opening.